Event description:
It was reported that the asymptomatic patient presented to clinic during follow up. The ICD was post paced t wave oversensing on the ventricular channel. The ICD was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.